Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. Insulin pump was tested with no prime/fill anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl and current blood glucose level was unknown. Customer stated that they unable to exit the "preparing to prime" loop. Troubleshooting was performed. The product will be returned for the analysis.